Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All the buttons function properly. However, there was moisture damage on the keypad traces. No button error alarm was noted during testing. The unit was received with a cracked reservoir tube lip, minor scratches on the display window, and cracked casing at a display window corner. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed button error while she was taking a nap. The patient's blood glucose at the time of incident was 38 mg/dl, which she treated with apple juice and crackers. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.